Event description:
It was reported that the system 9900 had communications errors and would not operate. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The gpos circuit board was reseated and the software nodes reloaded. The system was tested and found to be working as intended and placed back into service.